Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8590-1, lot# n129017, implanted: (B)(6) 2007. Product type: accessory. (B)(4).

Event description:
It was reported the patient had pain and the health care provider had thought the catheter might have slipped out of place. It was noted the patient's symptoms had started a couple days ago. A dye study was performed which showed the catheter was in place and the system was working properly. The device system was used to deliver dilaudid. It was later reported a catheter revision occurred. The catheter was repositioned on (B)(6) 2012 during spinal surgery. The patient was hospitalized for the event. It was noted the patient's outcome was a non-serious injury/illness.